Manufacturer narrative:
As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional information was received that this patient expired on (B)(6) 2019. It was reported that the patient died of septic shock. No product performance allegation were made. The device was buried with the patient and will not be returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.